Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that a xience xpedition stent was implanted in a proximal left anterior descending (lad) artery on (B)(6) 2013. Approximately 4.5 months later, on (B)(6) 2014, the patient was hospitalized again for unstable angina and a full cardiac work-up was done. On (B)(6) 2014, there was another revascularization procedure done as treatment on the mid lad for restenosis found within 5 mm of the implanted xience xpedition stent. Additionally, revascularization was performed in the circumflex artery. The event resolved without further adverse patient sequela on (B)(6) 2014. There was no myocardial infarction reported by the study site. The patient was discharged on (B)(6) 2014. There was no additional information provided.